Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed gradually increasing shock impedance measurements. There was no noise on the shock electrogram. The lead was surgically abandoned, and successfully replaced.